Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that that the c-arm will not angulate. Fse checked and found that the cable hose was not installed correctly due to this c-arm would not angulate more than 18 degrees. Fse moved the cable hose bracket up a little bit, so it doesn¿t get stuck by the side cable box and did the c-arm movement calibration and performed frontal stand and current adjustment to resolve the issue. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not angulate more than 18 degrees. There was no reported patient or user harm. A philips field service engineer performed frontal stand adjustments which returned the device to use in good working order.